Manufacturer narrative:
(B)(4)

Event description:
It was reported that "it was found that the stapler is not firing during the pretest before use on patient." No patient involvement.

Event description:
It was reported that "it was found that the stapler is not firing during the pretest before use on patient." No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed staple jammed at the front of the cover block. The stapler was returned with the trigger not engaged, and there was no evidence of biological material on the device. The stapler was received with 39 staples left in the cover block. The jammed staple was able to be removed for dimensional analysis. Dimensional inspection was performed on the jammed staple. The width of the staple 1 was 0.4443", which does not meet the specification of 0.4240"-0.4260" per the applicable drawing.functional testing was performed on the complaint sample. When the trigger was engaged, no staples fired. The jammed staple was then removed, and the staple was fired again into the air and the staple properly formed and released. The jammed staple was then taken for dimensional analysis. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination of the returned stapler revealed one jammed staple at the front of the cover block. Upon functional testing, the stapler was fired into the air and no staples fired. The stapler was disassembled; die casting anomalies were discovered on the forming tool. The jammed staple was able to be removed and then measured for dimensional specifications. The staple was found to be out of specification. The stapler was able to fire after removing that jammed staple that was measured to be out of specification. The customer did not provide a lot number for this complaint sample, so it could not be determined when the product was manufactured. Several actions, including supplier notification and quality alert, were taken to address this issue as part of non-conformance, which was closed on 02-june-2025. Teleflex will continue to monitor and trend on complaints of this nature.